Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: ref 00-5880-002-00 lot 64357066e19 rhk tibial plate. Ref 00-5988-020-15 lot 63694678f17 nexgen stem extension 15x145mm. Ref 00-5988-020-11 lot 63810516k17 nexgen stem extension 11x145mm. Ref 00-5880-013-01 lot 64201922e19 rhk femur c. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial left rotating hinge total knee arthroplasty. Subsequently, the patient underwent irrigation and debridement with poly exchange two weeks later due to wound complications. Without a known traumatic event, the patient experienced cracking and instability in the joint and presented to the ER. X-rays showed prosthesis luxation with a loosened coupling mechanism. The patient underwent a second revision during which the poly was exchanged without complication approximately two months post implantation. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Reported event was confirmed by review of medical records and radiographs received. Review of the available records identified initial op notes found no complication. Subsequently, patient revised poly during the irrigation and debridement for itis and delayed wound healing. Approximately 2 months after the revision, patient experiencing cracking and instability. X-ray review also found hardware disassembly with dislodged locking bolt. Extension post found in the medial side of the joint. Poly was exchanged with no complication. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package insert: instability is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.